Manufacturer narrative:
The tech indicated the battery was more than three years old. He replaced the battery to repair the bed.

Event description:
While performing a preventive maintenance check, the technician found the battery backup wasn't working, het the battery status led light indicated the battery was charged.